Event description:
A competitor reported that a few days post-implant, there were episodes of evident left intercostal muscle contraction. The muscle contraction was reproducible only with high output. It was noted that r-wave values differed depending on measurement vector, with no measurement available in ring-can. The physician was of the opinion that x-ray imaging was compatible with a lead moving forward toward the extremity of the right ventricle, but there were no signs of perforation or pericardial effusion via echocardiography. Autocapture was turned off and ventricular output was decreased to avoid symptoms, with the ventricular lead apparently remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 457453 implantable pacing lead. A 5826 competitor implantable pulse generator.(B)(4). The original submission of this report failed to process to esg and cannot be recovered.